Event description:
The initial reporter received questionable sodium electrode and ise indirect na-k-cl for gen.2 assay results from 13 patient samples tested on the cobas c 303 analytical unit. The following are the patient samples identified to have discrepant results from the list provided: on (B)(6) 2026: patient sample 1 the initial sodium result from the analyzer was 148.4 mmol/l. The repeat result from another cobas analyzer was 139.9 mmol/l. Patient sample 2 the initial sodium result from the analyzer was 146.2 mmol/l. The repeat result from another cobas analyzer was 138.2 mmol/l. On (B)(6) 2026: patient sample 3 the initial chloride result from the analyzer was 102.2 mmol/l. The repeat result from another cobas analyzer was 90.7 mmol/l. The initial results were deemed high and were questioned by the doctors, prompting the rerun. The repeat results were deemed correct.

Manufacturer narrative:
The initial sodium electrod serial number is (B)(6). The initial ise indirect na-k-cl for gen.2 electrode serial number is (B)(6). The expiration dates were not provided. The field service engineer inspected the analyzer and determined that debris accumulation and physical damage to the ion-selective electrode (ise) dilution cup caused the event. He replaced the dilution cup, cleaned the sipper nozzle, aspirate/dispense nozzles, and vacuum nozzles. He performed successful hardware and ise checks. The customer performed successful calibrations and qcs. The investigation determined that the damaged ise dilution cup caused the event. The investigation determined that the service actions resolved the issue.